Event description:
The customer reported that on (B)(6) 2012 a unicel dxc 800 synchron system generated elevated triglyceride glycerol blanked (tg-b) quality control results and an unspecified number of triglyceride glycerol blanked (tg-b) patient results. The erroneous tg-b patient results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on another instrument, the tg-b patient results were lower and regarded as valid. Beckman coulter inc. Assessment of available instrument data indicated patient tg-b patient data was generated, however it was not possible to correlate patient identifiers and therefore impossible to determine whether repeat results or erroneous results were generated. Beckman coulter inc. Assessment of customer supplied instrument analyte performance data indicated that elevated outliers were present in quality control data. The customer did not provide actual patient results, additional instrument analyte performance data, specific patient information or sample collection/handling information.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) identified that the mixer wash stations were partially occluded. The fse replaced the sample probe and wash collar. After the repair the fse performed a analyte precision test which generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The likely root cause of this event was a occluded mixer wash station.